Event description:
It was reported that the surgeon attempted to insert a cq2015a. A three piece collamer lens and a haptic got caught while advancing in the cartridge. There was no patient contact.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that a haptic was bent and there was a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.